Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (ess205) (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, adenomyosis, chronic cervicitis and nabothian cyst. Concomitant products included nsaids from (B)(6) 2009 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2015 for pelvic pain female as well as norethisterone (mini-pill). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date-(B)(6) 2009. Insertion details- 5 coils visible in right side and 4 coils visible in left side. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (ess205) (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, adenomyosis, chronic cervicitis and nabothian cyst. Concomitant products included nsaids from (B)(6) 2009 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2015 for pelvic pain female as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since (B)(6) 2009 and norethisterone (mini-pill). On (B)(6)-2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salping. (Bilateral) and hysteroscopy and d&c). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date-(B)(6) 2009. Discrepancy noted in dob-09sep1974. Insertion details- 5 coils visible in right side and 4 coils visible in left side. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (ess205) (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, adenomyosis, chronic cervicitis and nabothian cyst. Concomitant products included nsaids from february 2009 to december 2015 and paracetamol (acetaminophen) from february 2009 to december 2015 for pelvic pain female as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) since june 2009 and norethisterone (mini-pill). On (B)(6) 2009, the patient had essure (ess205) inserted. In march 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full),salping. (Bilateral)). Essure (ess205) was removed on 15-nov-2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date-(B)(6) 2009. Discrepancy noted in dob-(B)(6) 1974. Insertion details- 5 coils visible in right side and 4 coils visible in left side. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received :new event, "lower back pain" was added. Patient's information was updated. Essure insertion date was updated. Concomitant medication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (ess205) (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, pap smear abnormal, adenomyosis, chronic cervicitis and nabothian cyst. Concomitant products included nsaids from (B)(6) 2009 to (B)(6) 2015 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2015 for pelvic pain female as well as norethisterone (mini-pill). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted insertion date- (B)(6) 2009. Insertion details- 5 coils visible in right side and 4 coils visible in left side. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received and medical record was received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Event psych injury was updated with psychological or psychiatric problems condition: depression, mental anguish. Reporter information, medical history, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and psychological trauma had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events abdominal pain, gen. Abnormal. Bleed and psych injury added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.